Event description:
Coroner called manufacturer to facilitate return of explanted pulse generator from vns patient who had passed away. No details regarding the cause of death or the relationship of the device to the cause of death were given at the time of the initial report. Autopsy report is pending.